Event description:
New posey vest did not provide a secure restraint. Posey vest as well as wrist retraints were on. The patient became irritable and was able to rip restraint. While restraint applied patient was able to release themselves three times.